Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that an unknown power on reset (por) error code was seen on the patient programmer (pp). The rep also reported that the therapy stopped. Troubleshooting was not performed due to lack of access to the patient and a clinician programmer. In conclusion, the rep was redirected to determine the type of por before resolution steps can be determined. There were no reports of medical issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the cause of the por was unknown. The patient put new batteries in their programmer and fully charged their recharger. The patient attempted a charge session. Upon starting the charge session, the code went away and the therapy resumed as normal. The patient was able to control all parameters as usual. The issue was reported as being resolved. No further complications were reported.